Manufacturer narrative:
H10: three (3) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed in which the male luer of a syringe or administration set was securely connected to the luer activated surface of the devices and then primed to purge air and no issues were noted. Clear passage and pressure testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) one-link needle-free IV connectors would unscrew and detach from the end of non-baxter tubing. This was identified during setup and connection to the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.